Event description:
Customer reports the following: "[biomed] received a pump from the floor that was throwing a pump alarm. No patient harm. Reviewed the logs, possible compressor issue. Had [biomed] clean the cassette guide pins, load a new admin set and run an infusion. Alarm triggered quickly after infusion started. No patient harm" preliminary evaluation of the pump logs indicate that the failure is due to reduced flow through the positive valve. The pump entered a fail stop state during an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.